Event description:
Due to very calcified iliacs and extreme access, both iliacs were dilated to an 18fr and 20fr on the other side. The device was advanced into the aorta but it was twisted, so the physician realigned the cross dots on the fenestrated device. A prior angio run showed both renals to be coming off within 5mm of each other. The renal fenestration was realigned to the right renal and then they started to deploy the graft. As it deployed, it became apparent that it was actually twisted 180 degrees. During an attempt to rotate the graft, the bottom end twisted into a 'candy wrapper' and they could not access the distal aspect of the graft. After analyzing the angio run, it was concluded that the device had 21mm between its renals and on axial had approximately 3mm. Due to all the issues, the physician decided to explant the device because even if they did get access, the left renal fenestration was going to be significantly wrong. They looked back at the centerline measurements used to order the device, and according to these, the device provided was appropriate. (However, it was off a 3mm slice scan and 2mm and lower is usually required for planning purposes.)

Manufacturer narrative:
Evaluation codes: unknown as investigation is still in progress.